Event description:
The user facility reported that during a diagnostic colonoscopy, the image turned completely green, and no image was visible. The procedure was reportedly completed with a similar, but different device and there was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of a complete loss of image, but was observed only on an intermittent basis. The source of the difficulty was isolated to a damaged charge coupled flexible printed circuit board. This report is being submitted as a medical device report in an abundance of caution.